Event description:
It is reported that after engaging the impaction part to the instrument correctly, the part broke off while impacting the tibial nail.

Manufacturer narrative:
This report will be amended when our investigation is complete.